Manufacturer narrative:
(B)(4). Endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. Existing heart disease and abnormalities increase the likelihood of developing endocarditis. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event could not be conclusively determined. The operative report documents positive blood cultures for cardiobacterium. Although the root cause of this event cannot be confirmed, it appears that this was likely the source of the patient's endocarditis. No further actions are possible with the available information.

Event description:
It was reported that the valve was explanted after an implant duration of approximately 9 years due to prosthetic aortic valve endocarditis. Per the operative report, this patient has had a history of fever of unknown origin, malaise, approximately 3-4 months prior to this surgery. Workup revealed aortic valve endocarditis with organism cultured from the blood being a cardiobacterium. A transesophageal echocardiogram showed vegetations on the left coronary leaflet of the valve. Patient was referred for redo-aortic valve replacement. Operative findings: patient had typical findings of prosthetic valve endocarditis with partially destroyed left coronary leaflet and all leaflets thickened with vegetations on them. There was no evidence of a root abscess. The device was replaced with another edwards bioprosthetic valve. At the end of the procedure, he had a well-functioning valve with no perivalvular leak. The patient tolerated the procedure satisfactorily.